Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that: ¿loosening and subsidence of tibial component, some subsidence of talar component. No clinical information available. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be re-assessed.

Event description:
It was reported: patient requires revision surgery due to pain and loosening of the tibia and talus components. Likely due to increased stress with subtalar fusion and sclerotic distal tibia from prior fracture and surgery. The plan is for full revision of all implants.

Event description:
It was reported: patient requires revision surgery due to pain and loosening of the tibia and talus components.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.